Event description:
On (B)(6) 2013, the reporter contacted lifescan (B)(4), alleging an unknown message was appearing on the meter after the sample had been applied. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.